Event description:
Unable to advance introducer into pt's basilic vein (introducer came with PICC insertion kit. Lot# rejs0189). Introducer sheet folded back, and tip crumpled upon inspection. New introducer used/inserted without any difficulty. No harm to patient.